Event description:
It was reported that the patient passed out. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. Device re-interrogation found that diagnostics had been cleared. The patient was reported to be in good condition.

Manufacturer narrative:
(B)(4).